Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, a surface ECG revealed a pause. During the pause, the ventricular marker was present.